Event description:
It was reported that the patient presented to the emergency room after receiving several atp and shock therapies. The patient was in an svt. The device timed out and paced in the atrium due to the sensor indicated rate, which happened to fall on an r-wave that was in ventricular blanking from the atrial pace. The next ventricular pace fell on a t-wave, inducing vt. The atp and shock therapies were able to break the vt. The patient experienced dizziness during the shock events. Programming changes were made. The patient was stable following the event.